Event description:
A malfunction was reported on the pump by the caller, which caused the customer's blood glucose level to reach 500 mg/dl. The customer administered a correction injection via multiple daily injections and did not require assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.